Event description:
A doctor alleged that a patient experienced the debonding of a crown after placement with maxcem elite clear.

Manufacturer narrative:
The doctor noted that the patient was approximately (B)(6); however, gender and other specific patient information was not provided by the doctor. The doctor called into the customer care department and wanted to review his procedure on cementing crowns with maxcem elite clear because he alleged that a patient experienced the debonding of a zirconia crown after placement with the product. It was suggested to the doctor that he prime the tooth with a bonding agent to achieve better bond strength with maxcem elite. The doctor used a bonding agent and re-cemented the patient's crown with maxcem elite clear. To date, the patient is doing fine and has not encountered a bond failure. The product involved in the alleged incident will not be returned by the doctor and no lot number was provided; therefore, no further investigation can be conducted.